Event description:
Manufacturer's ref.: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air and the o2 gas module were replaced and returned for investigation. Simulated use test of the received air and o2 gas module have not reproduced the described customer issue. Evaluation of the received device log shows matching events, june 27, at 21:58 and june 29, at 06:06, several alarms for high o2 concentration. A pre-use check was confirmed to be successful prior to this ventilation period. There are also alarms for low o2 concentration and airway pressure high. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the air and o2 gas module, where concluded that the solenoid has a contributing effect to this behaviors. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. High airway pressure alarms are common during patient treatment. They can be patient related and/or due to parameter and alarm limits' settings.

Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref.: (B)(4).